Manufacturer narrative:
Approximate age of device - 1 year, 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by vc "patient admitted on (B)(6) 2019 due to fvo and ruq pain. On (B)(6) 2019, a CT chest abdomen pelvis was ordered and found ¿there is a mural thrombus in the proximal outflow graft anterior to the left lobe of the liver best seen on (series 2, image 74). There is roughly 50% luminal narrowing. There is no evidence for fluid around the graft or at the device. There is no evidence for fluid around the drive line.¿ CT surgery was consulted and recommended the following: patient is not a surgical candidate for surgical explanation of heartmate ii with re-implantation of lvad. Currently there is no clear clinical indication for surgery as CT results showing possible thrombus of vad outflow cannula is an incidental finding and likely chronic. The patient demonstrates no clinical signs of thrombus, hemolysis, or pump malfunction. However recommended maximizing patient¿s anticoagulation plan and ensuring therapeutic inr. Consider increasing inr goal if primary teams feel that would be beneficial. Patient already on asa 324 mg daily and inr goal of 2-2.5 due to history of gi bleeds (captured in MFR# 2916596-2016-02082), patient¿s history of thrombosis was captured on MFR# 2916596-2015-02380). Only medications adjusted were for better blood pressure control. A ramp echo was performed, and speed increased to 10,000. Patient has mild to moderate mr and moderate ai, may consider tavr evaluation. Discharged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus within the outflow graft could not be confirmed through this evaluation. In addition, a direct correlation between the device and the reported mitral regurgitation and aortic insufficiency could not be determined through this evaluation. The patient remained ongoing on (B)(4) at the time of the reported event. The patient ultimately underwent a hmii to hm3 pump exchange approximately two months following this event on (B)(6) 2019 due to suspected pump thrombosis and the device was returned and investigated under MFR # 2916596-2019-02294. The sealed outflow graft was returned with approximately 3 inches of outflow graft material extending from the graft attachment and the severed portion of the outflow graft was not returned. The returned portion of the outflow graft material showed no evidence of distortion such as twisting or kinking. The interface area between the outflow graft and the outflow graft bend relief revealed a normal accumulation of biological deposition. The textured blood-contacting surface of the graft attachment and the outlet elbow showed no evidence of depositions or thrombus formations. The lumen of the returned portion of the outflow graft material showed no evidence of depositions or thrombus formations. The report of mural thrombus within the outflow graft could not be confirmed based on the evaluation of the returned sealed outflow conduit. The patient remains on going on the replacement device. No further issues have been reported. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.